Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 44 mg/dl while wearing the pod. The patient was not feeling well and felt weak. The patient was treated with glucose utilizing intravenous therapy. The patient was released from the hospital after a few days. The medical staff advised the patient to return to insulin injections for the time being.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.